Event description:
The customer reported that the x-ray tube was noisy. No patient injury was reported.

Manufacturer narrative:
The x-ray tube was working as intended. The ge service rep recommended removing and replacing the x-ray tube, if the noise is a problem. System operates as intended.